Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 - 700 mg/dl. Cause was not known. Reportedly, the customer addressed their bg with a manual dose injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.